Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the left tuba l occlusive device appears to mainly resides in the uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatomegaly, steatosis hepatic, cholelithiasis, diverticulosis and uterine leiomyoma. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("increasingly severe pain/chronic pelvic pain"), medical device discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue") and fibromyalgia ("fibromyalgia diagnosis"). Essure (ess205) treatment was not changed. At the time of the report, the device expulsion, pelvic pain, medical device discomfort, back pain, abdominal pain, fatigue and fibromyalgia outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, fatigue, fibromyalgia, medical device discomfort and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the left tuba l occlusive device appears to mainly resides in the uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatomegaly, steatosis hepatic, cholelithiasis, diverticulosis and uterine leiomyoma. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("increasingly severe pain/chronic pelvic pain"), medical device discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue") and fibromyalgia ("fibromyalgia diagnosis"). Essure (ess205) treatment was not changed. At the time of the report, the device expulsion, pelvic pain, medical device discomfort, back pain, abdominal pain, fatigue and fibromyalgia outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, fatigue, fibromyalgia, medical device discomfort and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-jul-2021: mr received. Reporter information , other relevant history , event : " the left tuba l occlusive device appears to mainly resides in the uterus " added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.